Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced infusion set detached from the skin event on (B)(6) 2026 due to tape not sticking. The infusion set was in use for three days. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.